Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device malfunctioned while in use on a patient. There was no patient harm. The user notified the respiratory therapist who placed the patient on a non rebreather temporarily.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported issue. The manufacturer's fse replaced the data acquisition pcb to motor controller pcb cable kit to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(6) 2016. Patient was temporarily placed on a non rebreather and due to 111c and 1006 da pcba adc failed vent inop occurrences. If his were to occur during use it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. The patient must be placed on another means of ventilatory support. The manufacturer's v60 operator's manual states: "the ventilator is intended to support pediatric patients weighing (B)(6) or greater to adult patients".the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.